Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1bdz9, implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 10-oct-2020, UDI#: (B)(4); serial number (B)(4), lot number va1bdz9. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported by a health care professional (hcp) who had called for MRI compatibility guidelines that the patient reported that ¿its not working,¿ (it was noted that the caller had been unable to clarify if the patient had been referring to the programmer or the ins) and that ¿it doesn¿t even come on to start with.¿ the caller also reported that the patient claimed that ¿something is wrong with the wires,¿ and that the ins was going to be replaced. The caller was unable to provide any further detail. The caller had been wanting to know if the patient was eligible for an MRI and thus MRI compatibility was reviewed with the caller. It was recommended the caller follow up with the patient to see if the patient was able to use the programmer to confirm the ins was turned off for the MRI. There were no symptoms reported and an event date was not known. There were no further complications reported.